Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device no longer seemed to be working in the sense that the controller wouldn't connect to the ins. The equipment was working fine saturday evening while the patient was recharging the ins, and the ins was recharging with excellent charge quality, with the ins battery in the yellow around 20%. The caller and the patient both fell asleep and the controller was dead in the morning. They had to reset the controller twice in order for the controller to power on, however the controller would no longer connect to the ins. They placed the recharger paddle directly over the patient's ins, however the connection was still unsuccessful. Where the ins was placed in the patient's backside was very inconvenient and very difficult to find. Sometimes the controller would act kind of squirrelly; there were a couple times when the device was fully charged and once when the device was plugged in and then the battery dropped almost immediately to 30% or something really low. They attempted to start a charge session and the "no device found" message appeared. Passive recharge mode was reviewed with the caller and had the caller selected "recharge" on the "no device found" screen. The numbers 94, 94, and 95 appeared on the "trying to recharge" screen. The middle number was consistently at 93 with the green light flashing above the screen. They tried to not let the ins become discharged to where the stimulation turned off, however this has happened a few times but they were usually able to get the ins charged enough within five minutes or so to turn the stimulation back on. They confirmed seeing the normal recharging screen with the controller battery at 100% and the ins battery was in the red zone with "recharging excellent" indicated. They would recharge the ins enough to turn the stimulation back on and then continue recharging the ins again. The patient spent a lot of time in the hospital and rehab facility (they did not allege that this was in any way related to their device/therapy) and that there were definitely a lot of things that were going on around the patient that impacted the ability for the ins to charge as the connection would break; this was understood to mean that the caller was speaking of emi interfering with the connection between the equipment and ins while recharging the ins.